Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles when primes pen needles and it doesn't always work. When primed, sometimes the injection will not work. The following information was provided by the initial reporter: stated, he does prime and it doesn't always work. Stated, sometimes if he has a successful prime, the injection will not work.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles when primes pen needles and it doesn't always work. When primed, sometimes the injection will not work. The following information was provided by the initial reporter: stated, he does prime and it doesn't always work. Stated, sometimes if he has a successful prime, the injection will not work.

Manufacturer narrative:
G4: date received by manufacturer: 2022-06-27, however, information obtained from customer making complaint reportable was received (B)(6) 2022.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles when primes pen needles and it doesn't always work. When primed, sometimes the injection will not work. The following information was provided by the initial reporter: stated, he does prime and it doesn't always work. Stated, sometimes if he has a successful prime, the injection will not work.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.